Manufacturer narrative:
D6a - implant date: (B)(6)2021 should be added to the initial MDR. G2 - report source: foreign should be removed from the inital MDR. Claim #(B)(4)

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that residual astigmatism was observed after an implantable collamer lens was implanted.